Manufacturer narrative:
(B)(4). Batch # m91z3u the analysis results found that the msm20 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 10 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incidents. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(6). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the clippers are not firing properly, often firing multiple clips, other times cutting vessels. The device clips the vessel incompletely, therefore, does not seal the vessel. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.